Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the resection sheath exhibited a broken beak. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause for the reported issue is wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases. It is very likely that the described issue was caused by the impact of a major mechanical force, e.g. A blow or a fall. Based on the nature of the damage, it is assumed that this is a thermo-mechanically induced damage. It is unclear, whether the insulation insert had a previous damage or wear and tear through reprocessing or from the last procedure. A definitive root cause could not be specified. The following is included in the device IFU: chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device. Olympus will continue to monitor the field performance of this device.